Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms tired. The pt reported that because pt was unable to get a result with the meter pt would quit testing. The meter allegedly was prompting "not ok". No result was obtained from the meter. There were no results reported from any other source. There was no comparision between pt's meter and any other device. Thre was no treatment. No further info has been reported.